Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown, no information has been provided to date. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device downstream occlusion sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device dso sensor was replaced, and the device passed all testing.

Event description:
It was reported that the device displayed a cassette is not recognized error. There was no reported patient involvement .